Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient had no feeling from the waist down and was unable to move his legs. The physician does not feel the event was device related, and nothing happened during the implant procedure that may have caused or contributed to the issue. The patient underwent magnetic resonance imaging (MRI) which revealed there was no dura puncture, no cerebrospinal fluid (csf) leak and no epidural bleeding. The only result was severe stenosis at thoracic 10 as well as loose hardware in the lumbar spine. The patient underwent a laminectomy and a fusion to stabilize him, and subsequently underwent an explant of the entire scs system. The patient is getting feeling back in both lower limbs and is being sent to a rehabilitation hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-ipg-r-MRI. Upn m365sc12160. Model sc-1216. Serial-lot (B)(6). Batch 786880. UDI (B)(4).